Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was torn at the connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.